Manufacturer narrative:
Per the home pt, the sample was discarded. A batch review of the provided lot number will be performed and a f/u will be submitted when it is completed.

Event description:
A home pt reported a reload set 161 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a cracked cassette. The cassette was replaced and the therapy was restarted. No pt injury or medical intervention was reported related to the event.